Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the trunk cable¿s driven ground wire being cut, damaging wires within the cable. The root cause for the cut trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.